Manufacturer narrative:
Review of the cloud data showed only one bolus of 0.70 u based on an entry of 35 g of carbs and a 262 mg/dl blood glucose level. This bolus was correctly calculated based on the inputs, user settings, insulin on board, and sensor trend. No boluses of 0.65 u were captured in the cloud; however it was observed that an in-progress record was generated and sent to the cloud where 0.05 u were remaining from the 0.7 u bolus, indicating that 0.65 u had been delivered at the time of the record. It could not be conclusively determined if this in-progress record was being displayed to the user based on the cloud data. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone. Phone_control_ios. Cloud - omnipod 5 software app version. 2.0.4. Cloud - operating system. 18.7. Cloud - hardware. Iphone14.5. Cloud - cgm sensor type. G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that their omnipod 5 personal diabetes manager administered an unrequested bolus. No additional details were provided. Further information was requested but not obtained. Should any further information be received, a supplementary report will be submitted.